Event description:
A caller reported an issue with the touchscreen on their pump, describing it as frozen and unresponsive. There was no adverse impact to the customer's blood glucose level reported. The customer attempted a pump reset with instructions from technical support, but the issue persisted. Technical support advised the caller to use multiple daily injections (mdi) as a backup therapy and arranged for a replacement.